Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic with bradycardia and low blood pressure. Upon interrogation. It was found that the right ventricular (rv) lead exhibited no capture. The rv lead was reprogrammed, and later it was explanted and replaced. No further patient complications have been reported as a result of this event.